Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient experienced event of infusion set needle bent after insertionon (B)(6) 2025. The patient replaced infusion sets and resumed insulin successfully. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Revision 21 of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). · complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6003267, in question was manufactured at the reynosa site. · device history record (DHR) review: the lot 6003267 was manufactured according to the work instruction (wi) version 94 and packaging in the multivac m10 on 12-sep-2023, with a total of (B)(4) units. The sub-assembly: welding of the lot 3j01302 was manufactured according to the (wi) version 32 and manufactured in the machine ls11-ls24-ls25, on 11-sep-2023, with a total of (B)(4) units. The sub-assembly: welding of the lot 3j01301 was manufactured according to the (wi) version 32 and manufactured in the machine ls11-ls24-ls25, on 10-sep-2023, with a total of (B)(4) units. The sub-assembly: gluing of connector of the lot 3j01293 was manufactured according to the (wi) version 35 and manufactured in the line 03, on 11-sep-2023, with a total of (B)(4) units. The sub-assembly: gluing of connector of the lot 3j01198 was manufactured according to the (wi) version 35 and manufactured in the line 03, on 09-sep-2023, with a total of (B)(4) units. The sub-assembly: gluing of connector of the lot 3j01199 was manufactured according to the (wi) version 35 and manufactured in the line 03, on 10-sep-2023, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. · conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.